Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the transport of the patient to interventional radiology, a pump indicated a battery alert and a notation improper shut down during therapy of critical unspecified medication (programmed volume and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.